Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at midnight. The patient reported blood glucose readings of "30 and 402 mg/dl" with the subject meter and "118 mg/dl" on another meter (unknown brand), performed at an unspecified time of each other. The patient claimed she manages her diabetes with an insulin pump. It is not known what action the patient took in regards to her diabetes regimen at the time the alleged issue began. At an unknown date/time, the patient reportedly had symptoms of shakiness and sweating; however she was not able to specify whether the symptoms occurred before or after the alleged issue began. Between 12:15am and 12:30am on (B)(6) 2011, the patient reported being admitted to the emergency room (ER) for assistance. At the time of the ER, the patient indicated she was administered food and/or drink as treatment. By 2:00am that day, the patient indicated she was tested by the ER/hospital meter and obtained a reading of "118 mg/dl". At the time of troubleshooting, the cca noted the patient had not used an approved sample site to obtain the results from the subject meter and the patient was not able to specify whether the correct unit of measure on the meter was correct at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, developed symptoms suggestive of severe hypoglycemia, and reportedly received medical intervention from an hcp after the alleged meter issue began.